Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 150 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.